Event description:
A physician reported with the description of did not enlarge wound. Additional information received and stated that the wound was not enlarged before the implantation, the lens dislodged before entering the capsule bag.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).